Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during a routine transesophageal echocardiography (tee) procedure, the doctor was visualizing the ultrasound image and found that the quality was poor. The doctor removed the transducer and reinserted another transducer to continue and complete the tee using the same ultrasound system. There was a delay of unknown exact time while the replacement transducer was obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
No adverse event. Lot # and expiration date not applicable. Not an implant. Updated. Investigation: the complaint was investigated for the z6ms transducer image quality after install. The transducer was returned, and an investigation was performed. The cause of the poor image quality was manufacturing issue with the coaxial cables. The cable assembly manufacturer had changed their process through a CAPA. This transducer was manufactured before the CAPA. Complaint reference #: (B)(4).